Manufacturer narrative:
(B)(4). Batch # t5e828. Investigation summary: the analysis results that one pcee60a device was returned with no visual non-conformances and with a gst60d cartridge reload present. The reload was received fully fired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastrojejunostomy, surgeon fired a gold echelon 60mm with no issue. When the scrub nurse removed the fired cartridge, only the gold plastic portion of the load came out. The scrub nurse attempted to load a new blue 60mm load for the second firing and realized the metal base from the gold load was still in the jaw. The metal portion from the gold load was removed. The scrub nurse tried to load the new blue 60mm load and although it would snap in correctly, it did not seem to lay flat in the back of the jaw. The surgeon chose to use a tlc75 to complete the case. The surgery was not delayed due to the reported event. The procedure was successfully completed. There were no patient consequences reported. Device is available for return, in addition to two pieces of the gst60d load.